Event description:
It was reported that the health care professional (hcp) requested review of an atrial tachy response (atr) episode stored by this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed per request. Ts advised the device was operating in rythmiq and atrial fibrillation (af) was detected. The device appropriately completed an atr mode switch. The hcp alleged af may have been induced due to long p-wave to qrs complex and rythmiq programming. The patient had no prior history of af. Ts advised they cannot confirm if af was induced but can observe an intermittent wenckebach arrhythmia. Programming options are limited but ts did provide reprogramming recommendations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.